Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that resistance was felt during delivery catheter removal. The over 50% stenosed target lesion was located in the mildly tortuous vessel. A 10.0-31 carotid wallstent was selected for treatment. However, after inserting and placing the stent at the target site, resistance was strongly felt when attempting to retrieve the delivery catheter. At that time, the non-boston scientific guidewire was pulled out together with the catheter and it ruptured the balloon possibly due to getting caught on the distal end of the stent. The resistance could not be resolved, so the protection device was abandoned, and the guidewire was carefully removed. The stent was successfully deployed and there were no patient complications as a result of this event. It was further reported that the entire non-boston scientific protection device was slipping down. It appears that the protection device was completely removed from the patient's body based on fluoroscopy,

Manufacturer narrative:
This report is being filed to correct fields: h6: evaluation conclusion code, h7: remedial action, and h9: correction/removal reporting number. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The stent delivery system was returned loaded on to the customers guidewire with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. The investigator removed the device from the customers guidewire in a fully deployed state with a certain degree of resistance experienced. The device was put into a undeployed state, and the guidewire was advanced onto the device and removed from the device without any issues. A visual and tactile examination identified no issues with the catheter or delivery system.

Event description:
It was reported that resistance was felt during delivery catheter removal. The over 50% stenosed target lesion was located in the mildly tortuous vessel. A 10.0-31 carotid wallstent was selected for treatment. However, after inserting and placing the stent at the target site, resistance was strongly felt when attempting to retrieve the delivery catheter. At that time, the non-boston scientific guidewire was pulled out together with the catheter and it ruptured the balloon possibly due to getting caught on the distal end of the stent. The resistance could not be resolved, so the protection device was abandoned, and the guidewire was carefully removed. The stent was successfully deployed and there were no patient complications as a result of this event. It was further reported that the entire non-boston scientific protection device was slipping down. It appears that the protection device was completely removed from the patient's body based on fluoroscopy,

Event description:
It was reported that resistance was felt during delivery catheter removal. The over 50% stenosed target lesion was located in the mildly tortuous vessel. A 10.0-31 carotid wallstent was selected for treatment. However, after inserting and placing the stent at the target site, resistance was strongly felt when attempting to retrieve the delivery catheter. At that time, the non-boston scientific guidewire was pulled out together with the catheter and it ruptured the balloon possibly due to getting caught on the distal end of the stent. The resistance could not be resolved, so the protection device was abandoned, and the guidewire was carefully removed. The stent was successfully deployed and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36 mm) guidewire as per the instructions for use (IFU). The stent delivery system was returned loaded on to the customers guidewire with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. The investigator removed the device from the customers guidewire in a fully deployed state with a certain degree of resistance experienced. The device was put into a undeployed state, and the guidewire was advanced onto the device and removed from the device without any issues. A visual and tactile examination identified no issues with the catheter or delivery system.

Event description:
It was reported that resistance was felt during delivery catheter removal. The over 50% stenosed target lesion was located in the mildly tortuous vessel. A 10.0-31 carotid wallstent was selected for treatment. However, after inserting and placing the stent at the target site, resistance was strongly felt when attempting to retrieve the delivery catheter. At that time, the non-boston scientific guidewire was pulled out together with the catheter and it ruptured the balloon possibly due to getting caught on the distal end of the stent. The resistance could not be resolved, so the protection device was abandoned, and the guidewire was carefully removed. The stent was successfully deployed and there were no patient complications as a result of this event. It was further reported that the entire non-boston scientific protection device was slipping down. It appears that the protection device was completely removed from the patient's body based on fluoroscopy.

Event description:
It was reported that resistance was felt during delivery catheter removal. The over 50% stenosed target lesion was located in the mildly tortuous vessel. A 10.0-31 carotid wallstent was selected for treatment. However, after inserting and placing the stent at the target site, resistance was strongly felt when attempting to retrieve the delivery catheter. At that time, the non-boston scientific guidewire was pulled out together with the catheter and it ruptured the balloon possibly due to getting caught on the distal end of the stent. The resistance could not be resolved, so the protection device was abandoned, and the guidewire was carefully removed. The stent was successfully deployed and there were no patient complications as a result of this event. It was further reported that the entire non-boston scientific protection device was slipping down. It appears that the protection device was completely removed from the patient's body based on fluoroscopy,

Manufacturer narrative:
Correction to field h9: correction/removal reporting # from 97437080-fa to 97434080-fa. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The stent delivery system was returned loaded on to the customers guidewire with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. The investigator removed the device from the customers guidewire in a fully deployed state with a certain degree of resistance experienced. The device was put into a undeployed state, and the guidewire was advanced onto the device and removed from the device without any issues. A visual and tactile examination identified no issues with the catheter or delivery system.